Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, when the yellow safety clip was removed, the stent lock was unable to open and the second flange could not be deployed. The stent was removed partially deployed on the delivery system from the patient and the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.